Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer and found a leaky tube near the solenoid valve. He replaced the tube and verified that the analyzer was again performing according to specifications. The investigation determined the event was due to a hardware-related issue. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable creatinine (creap2) results from an unspecified number of patient samples tested on the cobas c 503 analytical unit. The following examples of discrepant results were provided: patient sample 1 the initial result was 1700 umol/l. The repeat result was 80 umol/l. Patient sample 2 the initial result was >3000 umol/l. The repeat result was 103 umol/l. Patient sample 3 the initial result was 1717 umol/l. The repeat result was 75.9 umol/l.